Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer received "constant" unexpected low glucose alarms with the adc device. The customer experienced symptoms described as "felt jittery" and dizziness. The customer visited a health center where they had contact with a healthcare professional (hcp) who provided serum and glucose intravenously for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer received "constant" unexpected low glucose alarms with the adc device. The customer experienced symptoms described as "felt jittery" and dizziness. The customer visited a health center where they had contact with a healthcare professional (hcp) who provided serum and glucose intravenously for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and minor damage were observed to the reader case. Observed minor damage to the usb port on the returned reader. Pins were open but not deformed. Reader was successfully communicated with software and was observed to be charging. Damaged usb port did not impact reader functionality and did not contribute to the customers complaint. Both audio and vibration functions worked properly. The isf (interstitial fluid) log was downloaded using software. An analysis of the glucose value graph was performed. Customers complained about 'unexpected low glucose alarm'. Alarms observed coincided with low glucose limits. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.